Event description:
It was reported that the handheld device was not holding a charge. The handheld would not power on when not plugged into the power outlet. The suspect handheld has not been returned to date.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.